Event description:
Post orbital atherectomy, wire was removed and viper wire tip broke off. Md was unable to remove. Pt required emergency surgery to remove the piece of wire. Emergency coronary artery bypass graft surgery x 1 with saphenous vein graft anastomosed to the obtuse marginal branch of the left circumflex coronary artery; removal of intracoronary foreign body; endoscopic left greater saphenous vein harvest; epicardial ventricular pacing wire placement. FDA safety report ID# (B)(4).